Event description:
As reported by hospital on copy of user medwatch, "during port removal, port access was found to be separated from catheter. Remove both parts of port without difficulty." Per the risk manager, "the pt's condition was not adversely affected by this event." The used device was returned for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical june 2010 complaint report was reviewed for the product family of vaxcel ports and the failure mode of "catheter disconnected from port." No adverse trends were identified. As received, no visual manufacturing defects were noted on the port sample, however, tool/instrument markings were noted on the locking collar. A piece of the broken catheter tubing was still attached to the locking collar assembly. The remainder of the catheter was also returned. The broken edges of the catheter were not jagged in appearance as is typically the case with a catheter that is pulled longitudinally to failure. Rather, the edges are smooth and appear to be cut on an angle. This indicates that the tubing may have been cut or nicked during the port removal process. If the catheter had fractured prior to removal, it would have most likely caused pt discomfort during flushing or normal use. Based on the returned sample and the info provided by the hospital, the most likely cause for the failure was damage which occurred during the port ex-plant process. Process controls associated with the incoming inspection of the catheters include dimensional inspection. Static burst testing. And tensile testing. The directions for use packaged with this device include cautions that the silicone rubber catheter may be easily cut or torn and that sharp objects or objects with teeth should never be used near the catheter due to the potential for fracture. (B)(4).